Event description:
It was reported that the last two times the patient was at the healthcare provider¿s (hcp) office she had run out of medication for two weeks and no pump alarm occurred. The patient stated ¿they got the machine data incorrect and I had run out¿. The patient stated that she knew something was wrong because she was taking more breakthrough medication than usual. The patient stated she was going through withdrawals from the medication in the pump but the breakthrough medication kept her from anything severe. The patient had an appointment with the physician scheduled for (B)(6) 2013. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).